Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), product type: lead. Product ID: 97715, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 97715, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 977a290, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 30-apr-2024, UDI#: (B)(4) ; product ID: 977a290, serial/lot #:(B)(4), ubd: 30-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported there was a new implant for the patient. Occipital placement. The first lead implanted had a connectivity issue with 4 of 8 contacts on the lead showing connectivity issues. The healthcare provider (hcp)disconnected the lead from the wireless external neurostimulator (wens), did 'normal troubleshooting' but the issue remained. Because of where the lead was located the hcp did not want to implant the lead with the connectivity issue. Determine it was likely the lead, so they put in a new lead. The issue remained the same with 2nd lead. Further troubleshooting did not resolve issue--coverage was good on the viable contacts so the decision was made to leave the lead in. Rep notes he got approval to do a 'no charge' on first lead. Post-op the hcp and rep went into the room and they then noticed the issue causing impedance problems¿because of the occipital nerve placement, the epidural needle punctured through the skin and the lead was exposed. That is why they were getting issues per rep. The hcp then removed the contaminated lead and switched out with a different lead and after that the lead tested ok. Additional information was received from the rep and it was reported that it was a permanent implant and that it was an implantable neurostimulator (ins) not a wens. An additional surgical intervention was needed since the lead was unknowingly exposed. All items were kept by the facility.